Event description:
A dreamstation 2 CPAP device was returned to a third-party service center in reference to a complaint of device dropped. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no allegation of patient harm or injury. The device is being returned to the manufacturer for further evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted regarding a dreamstation 2 CPAP device returned to a third-party service center in reference to a complaint of device dropped. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. There was no allegation of patient harm or injury. The device was returned to manufacturer product investigation laboratory for further evaluation. Pil used a known good pil supplied power supply, ac power cord with the ds2 (dreamstation 2) and observed no air flow. Pil performed an external and internal inspection of the device and observed iso (international organization for standardization) port, heater plate, and inlet/outlet seal had white dust-like contamination in it. Iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress. Heater plate had potential mineral deposits on it. The manufacturer investigation also found possible thermal events across the back of the pca (printed circuit assembly) at q2, potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca, potential corrosion on top of pca (printed circuit assembly) indicate possible water was on the pca, ui (user interface) panel discolored underneath from possible thermal event. In addition, there were also findings of dust-like contamination on the blower motor, at the air inlet of the blower box, in the blower box. In the bottom enclosure, on the heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits inside bottom enclosure indicate possible water ingress. Potential mineral deposits inside the water tank. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The manufacturer investigation concludes that the source of contamination was most likely external to the device and the unit does not deliver therapy possibly due to the thermal event.